Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc that quality controls were within range when the sample in question was run. Ccc checked the sample handling data and discovered that the customer had changed the brake setting in centrifuge to 9, which should have been at 5. It was restored to 5. The customer ran precision testing, which did not pass. A siemens technical application specialist (tas) visited the customer site. Tas instructed the customer to run additional sample. The customer ran additional sample in duplicate and obtained acceptable ca results. The tas repeated the sample on the same instrument and obtained similar results. The tas stated that the filters were replaced in water purification module and water temperature was stable. As per tas, a siemens customer service engineer (cse) performed the service methods at the customer site. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample replicate when tested in duplicate on a dimension vista 500 instrument. The sample was initially run on the same instrument, resulting lower. The initial result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting high on one replicate and lower on the other. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.